Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and intepro lite, a miniarc sling and mesh were used. Prior to the procedure, the patient had urinary incontinence and pelvic pain. Following the procedure, the patient continued to experience pain, erosion of her internal bodily tissue, continual bladder and ureteral infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent a mesh removal on (B)(6) 2010. The patient underwent a urethral bulking on (B)(6) 2011. The patient underwent a mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.